Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a pacing mode that did not correlate to the expected programming mode. The timing from the atrial pace to the ventricular pacing did not correlate to what was expected from the device. The device remains in use. No patient complications have been reported as a result of this event.